Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. It was noted the ins was received with no telemetry and no output from any electrode pair; however, telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.805 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis of the first extension found the #0 connector was crushed and the extension was not completely seated in the ins. It was also found that connectors #2, #3, #4, #5, #6, and #7 were corroded. Analysis of the second extension found the #8 connector and two other connectors were crushed and the extension was not completely seated in the ins. It was also found that five connectors were corroded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the lead poles were almost all broken. Impedance testing was performed and it was found that almost all impedances were over 4000 ohms. The hcp elected to replace the leads and extensions as a result of the issue. However, when they attempted to remove the extensions from the implantable neurostimulator (ins) it was reported that it was impossible to separate the extensions from the device and that it seemed that heat had stuck them in place. The hcp and rep involved with the event reportedly thought the cause of the separation issue was that overheating had made a fusion with the extensions and device. The patient reportedly had complained that he felt always heat around the device, especially when charging. It was noted the hcp had wished to change only the leads and extensions, but had to replace the ins also as a result of the event. The replacement of the ins reportedly required surgical intervention in order to access the pocket where the device was implanted. The replacement of the components resolved the issue and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.